Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the original cartridge and resume insulin therapy, effectively resolving the issue.